Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 82% stenosed, 2.9x19mm, eccentric, de novo target lesion was located in the mild tortuous and moderately calcified left anterior descending artery. There was a significant bend less than or equal to 45 degrees. Following predilatation with a 3.0x15mm balloon, a 3.00 x 20 synergy drug-eluting stent was advanced for treatment but encountered difficulty in crossing the lesion. When the physician removed the device, it was noted that the stent itself was deformed distally. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.